Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent revision breast augmentation with 650 cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. Both implants were replaced with similar mentor prosthesis on (B)(6) 2020.

Manufacturer narrative:
Please see field h11 for correction details. On november 3, 2020, mentor became aware upon receipt of the lot number on the returned device that the device was mistakenly reported under the last submission as being manufactured in texas. The device reported in this complaint was manufactured in leiden, netherlands. Hence, doesn't meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's contact phone: (B)(6). Manufacturer¿s reference number: (B)(4).